Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittently, the pump bolus history would temporarily be incorrect and at a "later time" the correct data was displayed. The issue did not impact insulin delivery. Customer's blood glucose was 234 mg/dl. Customer continued to use pump for insulin therapy.